Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause has been identified as a supplier-related manufacturing assembly defect in the drip chamber. The manufacturer has been notified of this issue. The current process controls detection include 1) visual and dimensional sampling inspection at incoming inspection area and 2) flow test at final physical. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: "top of the chamber from primary IV tubing leaked medication and would not flow. Replaced the tubing (not sure about the medication)." Patient harm: no a preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.